Event description:
It was reported that the ilet bionic pancreas had a cracked display that caused screen discoloration and unresponsiveness, resulting in inability to operate the device and necessitating replacement and return of the affected unit. Symptoms included no reported adverse clinical effects. Outcomes included no impact to patient health and continuation of glucose monitoring using an alternate cgm platform. Investigation included review of the reported device behavior, verification of shipping and return logistics, and provision of user instructions to shut down the device and sync data to the mobile app prior to return. Investigation of this case revealed physical damage to the display assembly consistent with a screen break, with no evidence of alert malfunction. It was concluded that the complaint was confirmed for a damaged screen and that the device would require standard replacement and restart on the new unit, with data not transferable between pumps.